Event description:
The pt reported communication issues between the implant and the external equipment. The pt was seen by an advanced bionics representative for device evaluation and confimed the problem. Explant surgery date has not been set.

Event description:
The pt reported communication issues between the implant and the external equipment. The pt was seen by an advanced bionics representative for device evaluation and confimed the problem. Explant surgery date has not been set.